Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during off-label use of the intra-aortic balloon (iab) that the inner lumen ruptured resulting in a leak and blood in iab tubing. There was no reported injury to the patient. The date of the event is unknown.

Manufacturer narrative:
No decon or visual inspection of product was performed since the product was not returned. A picture was provided for this event, see analysis attachment. A review of the photograph indicates there was blood inside the subject catheter and there was an inner lumen separation inside of the membrane area near the rear seal. A visual review of the pictureshas confirmed that there was a separated inner lumen causing a blood leak into the iab catheter, so the reported events of leak in iab and damaged inner lumen are confirmed. The iab was not returned and so could not be evaluated. The DHR and lhr review is not able to be performed since the product info was not provided. The complaint history review is not able to be performed since the lot information was not provided. The complaint was confirmed based on the picture provided with blood inside the iab catheter, but we are unable to evaluate the product to determine a root cause. Complaint # (B)(4), record # (B)(4)

Event description:
It was reported that during off-label use of the intra-aortic balloon (iab) that the inner lumen ruptured resulting in a leak and blood in iab tubing. There was no reported injury to the patient. The date of the event is unknown.